Event description:
It was reported that a patient underwent a total gastrectomy procedure on (B)(6) 2011 and a reservoir was used. The reservoir functioned as intended upon first activation. After that in the ICU, the anti-reflux valve was found detached from the reservoir. The hospital staff exchanged the reservoir for another product which worked normally. There was no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Results - the actual device involved in this event was returned for evaluation. The device was visually evaluated. The anti reflux valve was detached. Conclusion: the device was received in a condition which does not meet specification.